Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with an unspecified mentor gel breast implant and experienced left-sided grade ii capsular contracture and rupture postoperatively. The patient was involved in a work-related injury. However, the details of the injury were not provided. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation and event dates were estimated as (B)(6) 2016 and (B)(6) 2020 respectively based on available information.